Event description:
It was reported that there were normal to higher readings, nothing out of range. The impedance measurements were normal. There was searing pain at the top of the lead. The patient had good coverage in leg for pain. The searing pain was near the lead tip. The left side hurt more. The impedance values were higher, 2000 ohms. The right lead impedance values were middle 1000 ohms. The group impedances were 780 ohms with current at 7.4v. The patient had different groups and was set from 5v-8v on the group. If the stimulation was turned off the pain would go away after a day or two. The higher electrodes of the lead caused more ligament stimulation and was currently stimulating bottom of lead. This happened around the time that she let implantable neurostimulator (ins) go to empty and after recharger turned stimulation on and noticed this discomfort at the top of the lead. The patient was reprogrammed around discomfort. The patient was leaving stimulation off for a week to determine if the pain was present. The patient fell about three weeks ago but the issue was already happening. There were reports of another fall prior to that but could not remember the date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a lead revision was performed. The leads were pulled down from t8-t9 to mid t9-mid t11. There were no device issues. The patient complained of stimulation not covering the right area, but also the electrode tip felt like a thorn in her back. The "thorn" seemed to be gone after the revision and she was getting 90% of her painful areas covered.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that during the lead the physician opened only the spine incision. Stimulation was re-tested intraoperatively and the patient reported 90% of her painful area from her to toe being covered. The patient had new coverage. The patient was re-anchored and reprogrammed following surgery to optimize coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the pain and the higher impedances hadn't been determined yet. No x-ray had been taken to look for any lead movement/migration. The patient was trying sub perception stimulation. The manufacturer's representative (rep) later reported when running impedances a few pairs displayed xxx values when run at 0.7 volts. At 1.5 volts the impedances ranged from 1,600-2,700 ohms. It was reviewed that the patient had issues with stimulation in which stimulation in the legs would go away and become painful and indicative of stimulation of ligament flava. The patient has had issues with excessive scar tissue in the past and wanted to know if the impedance levels could be related to scar tissue. It was verified that the lead had not moved. The patient continued to have painful stabbing pains up near the electrode tips, which was probably ligamentum flavum stimulation. A lead revision was going to be scheduled soon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that after trying subperception stimulation the patient still had the same result. They had lots of discomfort where the tip on the electrodes were up at t8. The patient was scheduled for their lead revision on (B)(6) 2015.